Manufacturer narrative:
Corrected information: the cine image review submitted was submitted in error for this event. The cine images do not correspond to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer provided three cine images which have been evaluated. The first image reviewed showed the stent exposed within the vessel while partially loaded catheter shaft. A fracture of the stent was observed. The proximal fracture face was identified on the cine, but the fracture face could not be conclusively identified on the distal segment of the stent which fractured off due to the clarity of the cine. The cine was able to show the distal portion of the stent. The stent struts appeared to be elongated. The second cine image showed the distal segment of the stent with the distal marker tantalum markers. The struts of the stent are elongated. The third cine evaluated was unable conclusively identify components within the vessel affiliated with deployment difficulty. Product analysis: the protégé everflex was returned to medtronic investigation lab for evaluation. The device was returned inside a previously opened protégé everflex box and pouch. The protégé everflex was removed from the tray and inspected. It was observed approximately 0.5cm the stent was partially exposed from the deployment system. The exposed portion of the stent showed no damages. The tantalum markers were present. Approximately 9.5cm of the stent remained loaded in the stent. It should be noted the product labeling indicates a stent length of 10cm, which is consistent with labeling on strain relief of the deployment system (5x100mm). A clear crystalized substance was observed adhered to on of the distal struts of the stent (possibly contrast). The exposed undamaged stent likely indicates the stent was not exposed within the vessel. No damages or other anomalies were observed to the returned protégé everflex. A 0.035¿ guidewire from the lab was loaded onto the deployment system. Then the deployment system was loaded the lab deployment apparatus and was able to successfully deploy at 1.68 lbs. The deployed stent showed no damages or anomalies consistent with the reported event. The deployment force of the stent must be 3.0 lbs in the iliac. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine review: the customer provided three cine images which have been evaluated. The first image reviewed showed the stent exposed within the vessel while partially loaded catheter shaft. A fracture of the stent was observed. The proximal fracture face was identified on the cine, but the fracture face could not be conclusively identified on the distal segment of the stent which fractured off due to the clarity of the cine. The cine was able to show the distal portion of the stent. The stent struts appeared to be elongated. The second cine image showed the distal segment of the stent with the distal marker tantalum markers. The struts of the stent are elongated. The third cine evaluated was unable conclusively identify components within the vessel affiliated with deployment difficulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was removed partially as the physician could not deploy the stent fully due to challenges with the delivery system. No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the distal end of the stent was not getting detached from the delivery system. Part of the stent still remains inside the patient, which was the undetached distal end of the stent that was separated from the detached portion by the physician. The stent did not fracture/break. The undetached end was torn off and removed from the patient with no intervention required. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé everflex self-expanding stent system during treatment of a plaque lesion in the patient¿s mid right superficial femoral artery (sfa). Moderate vessel calcification and tortuosity are reported. Lesion exhibited 70% stenosis. No damage was noted to the product packaging. No issues were noted when removing the product from the packaging. IFU was followed and the device was prepped without issue. Lesion pre-dilation was performed. It is reported during tracking of the device through the artery, resistance was encountered, and the stent began to unsheathe while manoeuvring though the artery. The device was removed and replaced with a competitor device. No patient injury reported.